Event description:
It was reported that the right ventricular lead exhibited noise. When the pocket was opened, it was noted that the ventricular lead pin was not fully inserted into the header of the pulse generator. The lead pin was re-seated. The patient had recently been involved in a car accident.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.